Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post kidney ablation, the patient woke up with a 20/10 pain. The muscle must have been ablated as they were coming out of the patient with the needle (during tract ablation). The case seemingly went very well. They burned the lesion, it was outside of the kidney but close and feeding from it. Pathology indicated it appeared to be lymphoid tissue, multiple biopsies were performed, then ablated at 75w for 5 minutes on a 1.5-1.7 lesion. Finally before removing the antenna, they did a tract ablation at (100w) for (1 min) removing (1 cm) every 10 seconds. Surgeon did a quick 1cm pull every 10 seconds for a series of 6 10 second counts at 100watts. They stopped the tract ablation at the end of the 1 minute count. The antenna was still firmly in the patient, without any green portion of the antenna exposed. The lesion was just under 2 cms in diameter. The lesion was not contained inside the kidney, but rather it was outside of it. Patient was doing better.

Event description:
According to the reporter, post kidney ablation, the patient woke up with a 20/10 pain. The muscle must have been ablated as they were coming out of the patient with the needle (during tract ablation). The case seemingly went very well. They burned the lesion, it was outside of the kidney but close and feeding from it. Pathology indicated it appeared to be limphoid tissue, multiple biopsies were performed, then ablated at 75w for 5 minutes on a 1.5-1.7 lesion. Finally before removing the antenna, they did a tract ablation at (100w) for (1 min) removing (1 cm) every 10 seconds. Surgeon did a quick 1cm pull every 10 seconds for a series of 6 10 second counts at 100watts. They stopped the tract ablation at the end of the 1 minute count. The antenna was still firmly in the patient, without any green portion of the antenna exposed. The lesion was just under 2 cms in diameter. The lesion was not contained inside the kidney, but rather it was outside of it. Additional information received, the probe did not malfunction and it worked as intended. There was no further treatment needed and the patient was doing better.

Manufacturer narrative:
G3 this event has been reassessed and found not to be a reportable event. It was concluded that the device was not considered a contributory cause (not device related). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.